Manufacturer narrative:
A medtronic representative, following up with the site, reported that the site used non-medtronic spheres. The medtronic representative brought medtronic approved spheres to the next procedure and reported there were no reported problems. A software investigation was completed and confirmed this was not caused by a software issue. Site used the application in an off label way and was unsuccessful. Software functioning as designed. On 06/30/2016, a medtronic representative went to the site to test the equipment and found an unrelated issue with the fluoronav cable, which was resolved on-site. The system was fully functional. The reported issue could not be replicated via testing.

Manufacturer narrative:
On 05/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/22/2016 a medtronic representative, following-up at the site, reported the navigation system is working as intended.no parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon alleged an inaccuracy. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon was using the awl / probe / tap (apt) with the gold teratracker. Issue occurred on a navigation access center (nac) demo loaner navigation system. No specific distance of navigation was provided. Images show the projection generated and the actual screw placement are different. Surgeon was accurate on l4, however, not on l5. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.